Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and a battery out limit alarm. The customer treated herself with a muffin. Troubleshooting was done. The customer's blood glucose was 113 mg/dl. Advised to monitor the insulin pump and call back if any issues persisted. It was discovered that the fill cannula amounts were incorrectly set. Assisted customer with changing the fill cannula amount. Offered to sent a replacement battery cap for the battery out limit alarm. Nothing further reported.